Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted the previously placed mesh was removed from the preperitoneal space. It was reported that the patient experienced severe pain, extensive adhesions, inflammation, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2006 and (B)(6) 2011 which are captured in separate files. No additional information was provided.